Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) displayed on external devices for patient's ipg. Troubleshooting is pending to address the issue.

Event description:
Additional information indicates that a surgical intervention occurred wherein ipg was explanted and replaced.

Manufacturer narrative:
Additional information was received such as patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.